Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a balance middle weight (bmw) guidewire was either in an unspecified stent strut or in-between the vessel wall and an implanted stent. Following, 6 inches of the distal guidewire separated. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of foreign body in patient, myocardial infarction and pain, are documented as known patient effects of coronary stenting procedures. A conclusive cause for the reported difficulties, patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previous medical device reports, the following information has been received: it was reported that on (B)(6) 2014, the balance middle weight (bmw) guidewire was used during percutaneous coronary intervention (pci). During removal, the bmw separated and the separated portion was left inside the patients vasculature. Approximately 10 months later, on (B)(6) 2015, the patient experienced a myocardial infarction (mi) and has since experienced pain and additional medical care, including surgery. There was no additional information provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.